Event description:
Initial tsh result of 13.77uiu/ml for one sample, and 0.056 uiu/ml for a different sample. Same samples rerun recovered <0.005 and 2.18 respectively. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specifications.